Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new patient was not shown on the pyxis. A technical support specialist (tss) dialed into the application server. A downtime query was run, and an xml message was found stuck. Upon checking services, the external messaging service was found stopped. The service was restarted, and the queued messages began draining. A critical override reason check was run in sql server management studio, confirming that the critical override notice had disappeared. Tss contacted and verified that no devices were still in critical override. The customer acknowledged the resolution and requested for why the service was stuck. Tss informed the customer through email, and the customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the new patient details were not showing on the pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.